Event description:
It was reported that a follow-up appointment, this device was found to be exhibiting safety mode. The device was subsequently explanted and replaced to resolve the event and no additional adverse effects were reported. This device is expected to be returned for analysis, but has not yet been received.